Event description:
The patient with a spinal cord stimulation (scs) device had a revision procedure due to charging difficulties. There were no patient complications. The device was discarded according to facility policy.